Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, patient¿s qualifying condition revealed as unstable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 16mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of 3.00 x 16 synergy ii drug-eluting stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient was referred by the physician for a repeat cardiac catheterization and possible percutaneous coronary intervention (pci) for the diagnosis of unstable angina. Patient¿s coronary angiography revealed widely patent proximally placed stent but the mid portion of the stent was noted to have 10 to 20% in-stent restenosis. Distal to the stented area, a part of the lad was a myocardial bridge segment and the remainder of the lad was free from obstructive disease. The patient was recommended for continued aggressive medical management and for risk factor modification.